Event description:
The user facility reported that a portion of the guiding sheath became separated during a procedure. Follow-up communication confirmed that: the sheath was placed into the right femoral artery; attempts to insert a catheter through the sheath were unsuccessful; the physician then attempted to remove the sheath and noted that the device had separated and a portion remained in the vein; the detached portion of the device was retrieved from the puncture site using a snare; the entire sheath was able to be removed from the patient; the initial procedure was completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
Examination of the return sample confirmed: the sheath had been damaged approximately 210mm from the distal end; microscopic examination revealed that the cross-section at the point of separation had a smooth surface and also an area where evidence of stretching was observed; and examination and testing of undamaged sections of the sheath confirmed there were no indications of malfunction or pre-existing defect. A review of the device history record confirmed that there were no production related problems for this lot number. During follow-up communication with the physician he stated that the sheath may have been penetrated by a second sheath that was inserted through the device. However, a sample pulled from current production was used to intentionally simulate the observed damage to the returned device and the results confirmed that a smooth surface cross-section at the point of separation is most consistent with the tube being damaged with a sharp object (such as a bevel of an introducer needle). Also, stretching along the adjacent surface is most consistent with the tube being subjected to a pulling force resulting in separation. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample along with confirmation by simulation testing of a sample from current production are most consistent with the sheath having been damaged as a result of contact with a sharp object followed by complete separation due to continued attempts to manipulate the device during withdrawal. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not scratch the sheath with needle point, cutting tool, or other edged tools." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).